Manufacturer narrative:
Medical records have been requested but are not available to be sent to the manufacturer. If the medical records become available, at the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A patient's peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized for peritonitis due to touch contamination.